Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 21-nov-2023 h6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing labels was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to be missing the labels. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during use defect: blood collection tube has no label quantity: 2 pieces impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to be missing the labels. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during use. Defect: blood collection tube has no label. Quantity: 2 pieces. Impact: no adverse effects on patients and medical staff.